Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (t-type) and hybridknife® flex I-type (I-type) [part number: 20150-113, lot number: wo469020] during an endoscopic submucosal dissection (esd). No information was provided regarding any other accessories, equipment, or settings employed during the event. Per the report, the electrode tip of the t-type and I-type broke off during the procedure. It was noted the two (2) electrode tips were recovered. There were no reports of patient harm.

Manufacturer narrative:
The hybridknife® flex t-type (t-type) and hybridknife® flex I-type (I-type) were sent to erbe for examination. The visual inspection of the t-type and the I-type revealed fractures indicating both encountered a significant mechanical force which caused each electrode tip to break from body. No anomalies were found in the review of the device history records (dhrs) for each the lot of the t-type and I-type. Based on the reported incident, there are most likely many factors involved with the reported event (e.g., mechanical force, equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the event.